Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing intermittent pain in their right upper quadrant, a "pounding sensation inside their right upper quadrant down to their suprapubic area," and a feeling " as if their abdomen is contracting like their heart is beating in their abdomen." It was determined the patient's right atrial (ra) lead was causing diaphragmatic stimulation. The lead was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced phrenic nerve and extracardiac stimulation. The patient is a participant in the (B)(4) trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.